Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, there was excessive bleeding from the third staple line. Three units of blood were administered post-operatively and the patient was returned for a reoperation to control the bleeding. The current status of the patient is good. The products will not be returned. The device was used in the patient. There was no unanticipated tissue loss. The incision was not extended by more than one inch. No device fragment fell into the patient. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.